Manufacturer narrative:
The pca alleged the pt wanted to egress out of the bed, all 4 siderails were in the up position, the bed exit alarm was activated and the green led was on. Pca could not demonstrate how to achieve the green led lights for the safeview operation. The pca alleged the pt egressed out of the bed and was found on the floor at the right foot corner of the bed. The pca alleged that the bed exit did not alarm and the lights were green. Karen lefkovic alleged the pt had a hip fracture and required surgery. The hill-rom technician reported that no issues could be duplicated with the bed, even during the pca/risk management safety evaluation of the bed. In all testing and review, the bed functioned as designed and no alarm issues were found. Per the hill-rom manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the pt and zero the bed exit system. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The reported injury is serious in nature per FDA definition. However, there was no evidence of a malfunction or a failure to meet specifications. Based on this information, no further action is required. On (B)(4) 2014, a hill-rom technician found this bed in the account's repair shop with the note stating "bed broken, alarm not working." The technician thoroughly tested the bed exit system and alarm and found no issues. The bed functioned as designed. The technician received a call from stephanie barbiero, project specialist for plant operations at the account, asking for a copy of the service activity from and safety check for this bed. Stephanie stated the bed was from 4a and requested the technician to hold this bed. No other information was provided at that time. On (B)(4) 2014, the hill-rom technician received a call from stephanie barbiero asking her to bring the bed to 4a rehab room and the technician was notified of the alleged pt fall. The account's risk manager, karen lefkovic, requested to review the bed with the pt care assistant (pca) and nurse that were working the night of the alleged pt fall. During this review, the pca demonstrated how to set the alarm and zero the bed's scale. The pca did not understand how to use the alarm silence feature. The pca would deactivate the alarm instead of using the alarm silence function.

Event description:
On (B)(6) 2014, a hill-rom technician found a bed in the repair shop at the account with a note stating "bed broken, alarm not working." This report was filed in our complaint handling system as complaint (B)(4).